Event description:
It was reported that the patient experienced pain and tenderness at the implantable pulse generator (ipg) site. When the device was turned on, it caused an electric shock type of sensation and the ipg would not stay charged. The patient underwent an ipg explant procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced pain and tenderness at the implantable pulse generator (ipg) site. When the device was turned on, it caused an electric shock type of sensation and the ipg would not stay charged. The patient underwent an ipg explant procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient experienced pain and tenderness at the implantable pulse generator (ipg) site. When the device was turned on, it caused an electric shock type of sensation and the ipg would not stay charged. The patient underwent an ipg explant procedure and was doing well postoperatively.